Manufacturer narrative:
A pacemaker was returned with a partial atrial lead inserted into the connector. Visual inspection of the pacemaker revealed a punctured hole in the septum and calcified blood in the atrial setscrew inset. Due to this, the setscrew was unable to loosened. The calcified blood was removed from the setscrew inset and the wrench was able to be inserted and the lead was loosened. Electrical testing revealed that the device was at elective replacement indicator (eri) and the battery depletion is considered normal. The blood in the setscrew inset was likely due to damage of the septum. The reported complaint of unable to loosen setscrew to remove the lead was confirmed.

Event description:
During an explant procedure, there was difficulty experienced while unscrewing the atrial screw in order to unplug the atrial lead. The pacemaker was explanted and replaced with a non sjm product. The patient was stable.